Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that the hypotube broke in two pieces after a kinking occurred, during advancement in the artery. The device was rec'd and there was no consequence to the pt. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering could not perform an eval at the time of this report. Results and conclusions will not be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast on the shaft, balloon and stent implant and blood in the guide wire lumen. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube had separated 21.1 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The jacket was jagged and separated at the same location. There was a kink in the hypotube 1.1 cm distal to the separation and 1.2 and 2.5 cm proximal to the separation. There were no kinks noted to the tip or to the inner member. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameters met mfg criteria. Product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.